Event description:
It was reported that the patient presented in clinic on (B)(6) 2025 for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker was unable to be positioned. The rvlp was not implanted, and a traditional pacemaker system was implanted instead on (B)(6) 2025. Patient condition was stable.

Manufacturer narrative:
Reported event of positioning failure was not confirmed. Visual inspection, specification measurements and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.